Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose. Customer's blood glucose value was 260 mg/dl at the time of the incident. Customer will return device for analysis.